Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicates patient had an additional round of anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device has been reprogrammed. No additional adverse patient effects were reported. Additional information indicates patient had one episode with one burst of inappropriate anti-tachycardia pacing (atp) and 2 shocks, another episode with inappropriate anti-tachycardia pacing (atp) and 6 shocks with therapy exhaustion, and one additional episode of inappropriate anti-tachycardia pacing (atp) and 8 shocks with therapy exhaustion. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicates patient had an additional round of anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device has been reprogrammed. No additional adverse patient effects were reported. Additional information indicates patient had one episode with one burst of inappropriate anti-tachycardia pacing (atp) and 2 shocks, another episode with inappropriate anti-tachycardia pacing (atp) and 6 shocks with therapy exhaustion, and one additional episode of inappropriate anti-tachycardia pacing (atp) and 8 shocks with therapy exhaustion. No additional adverse patient effects were reported. Additional information indicates patient had 4 additional bursts of anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device remains in service. No additional adverse patient effects were reported.